Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, the root cause of the reported event was determined to be a component failure, a faulty foot switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator had an e432 error caused by a faulty foot switch. There was no patient involvement.